Event description:
Catheter in place 6 weeks. Could only adance to shoulder. Pt complained of pain during infusions & bulge could be seen in shoulder after infusion removed on 1/2/1998. Nurse tested catheter for leaks; did not see any leak.

Manufacturer narrative:
A lot history review reveals no mfg issues and no similar complaints with this lot. The complaint of a subcutaneous leak is unconfirmed. Laboratory testing could not demonstrate any leaks along the length of the catheter. The user indicates difficulty placing the device resulted in the distal tip being located in the subclavian vein "just inside the chest." Without the dilutional effect of the high blood flow rate of the superior vena cava, leaving the catheter's distal tip in the subclavian vein effectively utilizes the device as a "midline" catheter. Although the complaint file does not specify the type of infusate, the product instructions for use cautions that "midline" catheters are contraindicated for pts receiving infusions of solutions with glucose concentrations greater than 10% (protein concentration>5% and continuous infusion of vesicants). It may be possible that receiving hypertonic infusates without adequate dilution may have resulted in the shoulder pain and inflammatory swelling the pt complained of. A lot history review reveals no related mfg issues and no similar complaints with this lot. The complaitn of a subcutaneous leak is unconfirmed. Laboratory testing could not demonstrate any leaks along the length of the cathether. The user indicates difficulty placing the device resulted in the distal tip being located in the subclavian vein "just inside the chest." Without the dilutional effect of the high blood flow rate of the vena cava, leaving t superior